Event description:
It was reported that the patient presented to surgery with atlantoaxial dislocation. The patient underwent a procedure for cervical fusion with cable fixation. During a routine follow-up, it was found that left cable was broken. Patient was asymptomatic. The patient underwent a revision surgery where the cable were removed from both sides and replaced.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.